Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leaking event on (B)(6) 2024. No further information available .

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.